Event description:
It was reported by the clinic that after 10am daily the carelink information will not load and the website is not accessible. Troubleshooting with the clinic is ongoing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.